Event description:
Reportable based on analysis approved on 12/13/2006. It was reported that during a pta treatment procedure, "the peak of the wire begins to loosen/turn on." It was further reported that "it is not an issue of the coating of the wire. It is a damage of the mind of the wire." Further information was requested about this event, but no other information is available.

Manufacturer narrative:
The specimen presented a fractured corewire and elongated and mangled spring tip. The corewire at the fracture site is bent. The ball weld is intact. Examination of the fractured surface revealed the presence of a bending action and ductile fatigue. Compression and tension zones were observed. No material anomalies were noted. The device history record was reviewed and met all specifications. The root cause could to be determined.